Event description:
It was reported that during the stent placement procedure to treat a chronic total occlusion in the superficial femoral artery using a contralateral approach, the catheter shaft got broken. The vessel was allegedly calcified. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. Based on the condition of the sample significant damage/ break was found on the black proximal sheath as well as on the inner assembly and on the force transmitting tension wire. High force must have been present during tracking leading to the found damages of the device. As the safety lock slider was found in its locked position, it is reasonably suggested that there was no attempt to deploy the stent. The investigation is confirmed for break but a detailed re construction of the multiple breaks was not possible. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use sufficiently address the potential factors. The instructions for use state: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.", and "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath", regarding predilation the instructions for use state: "predilation of the lesion should be performed using standard techniques." H10: d4 (expiry date: 02/2021), g3 h11: h6(result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent system products are identified. (Expiry date: 02/2021).

Event description:
It was reported that during the stent placement procedure to treat a chronic total occlusion in the superficial femoral artery using a contralateral approach, the catheter shaft got broken. The vessel was allegedly calcified. There was no reported patient injury.